Event description:
Caller reported that insulin gauge displayed amount different than expected, with a discrepancy greater than 30 units between displayed and expected values. There was no adverse impact to the customer's blood glucose level. Customer continued using the same cartridge and was instructed by technical support to call back for troubleshooting if issue reoccurs. No additional information was received regarding the outcome of the event.